Manufacturer narrative:
Correction: section h6: previously reported medical device problem code of inappropriate or unexpected reset should not have been included. Instead, should have only been pacemaker found in back-up mode.

Event description:
It was reported that the patient presented to the hospital's emergency department where a merlin on demand interrogation was performed. Upon review of the transmissions, it was noted that the pacemaker was in backup-mode due to event queue overflow. Programming changes was performed. The patient was in stable condition throughout.